Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "the implant seroma on the left is small. Left breast cyst. At the border of the upper quadrants of the posterior third of the left breast, an oval-shaped liquid inclusion with clear, even contours, a uniform structure, measuring 0.3x0.8x0.4 cm, without perifocal infiltration, is determine diagnosed via MRI." The device remains implanted. This record relates to the left side.